Event description:
It was reported that the patient's lean body composition resulted in infusion set occlusion, impairing insulin delivery and causing hyperglycemia. The elevated blood glucose levels were managed with self-administered insulin via multiple daily injection therapy that stabilized patient's condition with no further complications.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.